Event description:
The pt reported she has seen air bubbles in her insulin cartridge when she has only about 20 units of insulin left. She stated there are no air bubbles when she fills the cartridge. During troubleshooting, the pt stated she stores her prefilled insulin cartridges in the refrigerator and inserts the cold cartridge into her insulin infusion device. The pt was advised to only use room temperature insulin. On follow up, the pt stated she had another air bubble in her current cartridge. The pt stated, she discarded the first cartridge but does have the current cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.